Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit is over delivering. The unit was set to infuse 2,160 mls over a period of 24 hours. The rate was set to 90ml/hr; water was set to flush 60 mls every 4 hours. The customer states that the unit completed the scheduled feed between 19-21 hours into feeding; not the scheduled 24 hours. The patient felt bloated; no medical intervention required.

Manufacturer narrative:
Submit date: 10/14/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit is over delivering. The unit was triaged and the complaint could not be confirmed. Kangaroo joey was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.